Manufacturer narrative:
One (1) used. List #unknown, trifuse set; lot #unknown was returned for evaluation. As returned a tpn residual inside the set was observed, no additional anomalies were observed. No mating device was returned for evaluation. The set was tested as per procedure and no leak, occlusion or anomalies were confirmed. Complaint of set generates pump reporting "downstream occlusion" line repeatedly cannot be confirmed or replicated. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that an unknown triset was found to be occluded. The reporter stated that the pump infusing total parental nutrition (tpn) repeatedly reported "downstream occlusion" line traced, pump switch out, and flush from several y-site. Flushed easily at blood port of tri-set, significant resistance noted when flushing from y-site of tpn tubing and tri-set port that tpn was attached. Tri-set was removed and no incident after 2 hours of infusing. There was no patient harm reported.